Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0058030, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see h.10.

Event description:
It was reported that the needle precisionglide 24x3/4in disconnected from the hub during use. Additionally, it was reported that the needle hub ruptured when injecting the vaccine. The following information was provided by the initial reporter, translated from portuguese to english: "customer informs that when applying vaccine to patients, the needle disconnects from the hub. The syringe is not bd, just the needle. It has happened on 3 different occasions. When injecting the liquid, there was a rupture, in a specific case he had to request a new prescription from the child's pediatrician to repeat the vaccine. A few months ago there was a first case and two months ago a second case. The last occurrence was on 9/3."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle precisionglide 24x3/4in disconnected from the hub during use. Additionally, it was reported that the needle hub ruptured when injecting the vaccine. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer informs that when applying vaccine to patients, the needle disconnects from the hub. The syringe is not bd, just the needle. It has happened on 3 different occasions. When injecting the liquid, there was a rupture, in a specific case he had to request a new prescription from the child's pediatrician to repeat the vaccine. A few months ago there was a first case and two months ago a second case. The last occurrence was on 9/3."